Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs charger does not locate the ipg. Reportedly, the patient had not charged the ipg for at least 60 days. Follow-up identified a sjm representative met with the patient and confirm the issue. Additional follow-up identified the patient had her scs ipg explanted and replaced. Effective stimulation therapy was reportedly restored.